Event description:
Reporter indicated the golden prongs inside of the vns hp jornada handheld computer had broken off. The reporter was not aware that there had been any trauma to the handheld computer to cause the prongs to break. The handheld computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.